Event description:
The complainant reported that a seventy-one-year-old female patient with acute myocardial infarction and cardiogenic shock underwent an attempted impella cp placement via the femoral approach. Initial iliac imaging appeared sufficient for support, and the sheath and ventricular wire were positioned. When the physician attempted to advance the impella cp, the device could not be advanced. A full iliac angiogram demonstrated severe calcification that prevented delivery of the pump. Based on these findings, the team aborted impella placement and proceeded with percutaneous coronary intervention without mechanical circulatory support. The temporary interruption in planned hemodynamic support was assessed as a serious injury event, although no direct clinical harm was reported. The inability to advance the device was attributed to patient-specific vascular anatomy with extensive iliac calcification.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 narrative was corrected. Section d catalog number was corrected. Failure to advance: the cause of the failure to advance is most likely patient condition per clinical details of the patient's large chunks of calcium in the vessel. Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 71-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of diabetes mellitus. The physician initially imaged the iliac artery and it appeared adequate for impella support; therefore, a sheath was inserted and the left ventricle was wired. When the physician attempted to advance the impella cp, the device would not advance. A full iliac angiogram to the bifurcation was subsequently performed and demonstrated severe iliac calcification with a large calcium burden. Given these findings, the decision was made to abort impella placement, and they proceeded with pci without impella support. The reported events are failure to advance, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The inability to advance is most plausibly attributable to patient-specific vascular anatomy (severe iliac calcification limiting deliverability) as significant calcific disease was confirmed on angiography during the attempted advancement.